Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 05/09/2024, it was reported by a distributor via (B)(4) that an ar-12990 knee scorpion had a needle break off inside the ar-12990 knee scorpion device, and a piece of the needle was stuck inside the ar-12990 knee scorpion. Another ar-12990 knee scorpion and knee scorpion needle were opened to complete the case. There were no needle pieces inside the patient, and had no effect on the patient. This was discovered during a root repair procedure, with no reported patient harm. Additional information has been received on 5/17/2024: the part and lot number of the knee scorpion needle is unknown. The unknown scorpion needle broke inside the housing of the ar-12990 knee scorpion with a 16 minute delay in the procedure. This occurred on (B)(6) 2024 during a root repair procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation cannot be confirmed as the device was not returned for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is a use error. Per dfu-03920-sub-eo, to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion¿ suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device, and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry,¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.